Event description:
It was reported that the user experienced a hypoglycemia event with blood glucose measurements of 55 mg/dl and 58 mg/dl, self-treated with oral glucose via soda, and later measured 81 mg/dl; the cause was unclear. Symptoms included hypoglycemia and nausea. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.